Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During the prep, there was a failure to prime the device. The decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that no abnormalities were found on the returned pump. The pump was reprogrammed and ran through case start successfully. The pump was then run in a bucket of water successfully. The product operated to specification. The pump and purge cassette were likely primed on the aic before initiating case start, resulting in the aic skipping the priming steps during the case. The log shows adequate purge pressures and purge flows during the case. The log also shows that the pump was attempted to be started outside of the body. The cause of the priming issue was use related and related to the pump and purge cassette already priming prior to the user initiating case start steps on the console. The cause of the pump not starting was use related and related to starting the pump outside of the body. This report is being filed as part of a retrospective review of historical records.